Manufacturer narrative:
Unit power up properly after battery installation. No blank display or display anomaly noted. Unit back light function properly and no anomaly noted. Unit was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Unit had minor scratched lcd window, cracked lcd window, broken battery tube threads, cracked reservoir tube lip, cracked belt clip slot, cracked case at display window corners, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump has a display anomaly. The customer¿s blood glucose level was 307 mg/dl at the time of the incident. The pump is not showing letters or nothing on the screen and when pressing the light button and it lights up but it does not show any letters. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.